Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and p-cap locks properly into the reservoir compartment. Unit rewound properly during testing. No unexpected alarms noted during rewind or during self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Successfully downloaded history files and traces using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download history review no delivery alarms were recorded. On 27 mar 2024, from 13:42:00 hour until 15:55:00 hour no delivery occurred twelve times during bolus and basal. However, no alarms noted during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. The following were noted during visual inspection: scratched case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked and label damage (faded). In conclusion, customer concerns for no delivery alarms, keypad anomaly and unresponsive keypad were not confirmed during testing. Unit tested successfully. Pump passed full drive test. No unusual noise discovered during testing. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced 3 no-delivery/occlusion alarms and the rewind was slower and louder. The keypad/button was unresponsive. The customer reported no adverse event. The event involved product(s) mmt-441aj, mmt-342, mmt-1880l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-441aj. No product return is required for mmt-342. No product return is required for mmt-1880l.